Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded # 5r; cat # 5517f502; lot # unknown tritanium bplate triathlon s4; cat # 5536b400; lot # ctd12847 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as lot code information was unknown. -complaint history review: could not be performed as lot code information was unknown. Conclusions: it was reported that the patient was revised due to instability. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient is s/p rev rtka due to instability. No additional details to be reported by the facility." A cr/ cs knee was converted to a ts knee with stems and augments.